Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4)

Event description:
A center (B)(4) reported a patient with diffuse lamellar keratitis of the right eye 1 day following lasik treatment. The topical steroids were increased. Additional information received, the symptoms resolved postoperatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.